Event description:
It was reported that pump touchscreen was cracked and shattered, customer was still able to interact with pump. No information was provided regarding impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if needed, and technical support confirmed warranty status, arranged shipment of replacement pump.